Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s bladder stimulator did not work for them since implant. The ins and lead were taken out in (B)(6) 2009. No patient symptoms were reported. No further complications were reported.